Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 15 mg/ml of dilaudid at 3.1 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6)2017, it was reported that an unresolved motor stall occurred. A rotor study was performed, but was not successful due to the motor stall. The motor stall would not resolve. The motor stall reportedly occurred during a follow-up appointment. The pump was replaced on (B)(6)2017. No environmental/external/patient factors that might have led or contributed to the issue were reported. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No symptoms were reported. No further complications were reported.